Manufacturer narrative:
It was reported that the set separated and leaked during priming. Received one used secondary set model 11448964 lot unknown. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing (p/n (B)(6)) and drip chamber¿s outlet port (p/n (B)(6)). Closer inspection under a lab microscope observed that the tubing had no solvent applied at engagement during manufacturing process. No other anomalies were observed with the set. A dimensional analysis was performed on the tubing¿s inner diameter and the drip chamber port¿s outer diameter. The inner diameter of the separated tubing was measured and found to be within specification of 0.107 in. The outer diameter of the drip chamber¿s outlet port was measured and found to be within specification of 0.122in (+/- 0.002). Functional testing could not be performed on the set due to a leak that would occur from the separation. Bd tijuana manufacturing is aware of this failure and has addressed this issue under CAPA 85340. No lot number was provided by the customer so it is unknown if the set was manufactured prior to the implementation of corrective actions. . Equipment used (measurement and inspection performed on (B)(6)2020) optical ram-cnc, eq08204, calibration due date: (B)(6)2021 calipers, eq02784, calibration due date: (B)(6)2020 a device history record could not be performed due to no lot number was provided by the customer. The customer¿s report that the set separated and leaked was confirmed due to a separation at the engagement between the tubing and the drip chamber¿s outlet port. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that an unspecified number of sec set no ports w/hanger dehp free experienced leakage and component separation. The following information was provided by the initial reporter: rn primed the primary line by ns 0.9%, and back primed the secondary line from the same line, then spiked the chemo-bag with the secondary line. Fluid started to leak out from below drip chamber of secondary line, then completely dis-attached from the rest of tubing when rn hold it. Fluid splashed on floor and rn¿s chemo precaution gown. Rn capped disconnected drip chamber to prevent flow of chemo medication to floor and bag inverted to prevent spill. Approximately 20-25ml of spilled. Help called to clean floor and assess situation as per chemo spill protocol. Pt did not report any splash on arm and no redness or irritation noted on patient's arm.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of sec set no ports w/hanger dehp free experienced leakage and component separation. The following information was provided by the initial reporter: rn primed the primary line by ns 0.9%, and back primed the secondary line from the same line, then spiked the chemo-bag with the secondary line. Fluid started to leak out from below drip chamber of secondary line, then completely dis-attached from the rest of tubing when rn hold it. Fluid splashed on floor and rn¿s chemo precaution gown. Rn capped disconnected drip chamber to prevent flow of chemo medication to floor and bag inverted to prevent spill. Approximately 20-25ml of spilled. Help called to clean floor and assess situation as per chemo spill protocol. Pt did not report any splash on arm and no redness or irritation noted on patient's arm.